Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014 due to heart failure. His previous pump had been explanted on (B)(6) 2011 due to recovery. On (B)(6) 2014, it was reported that the patient's flows were continuing to increase, but over all he was "doing ok" and was stable. The second day after implant the patient's flows were high (up to 9.0 sustained), pump power was elevated (7.0 after speed increase) and pi was low (2-3). The patient received factor 8 in the operating room two days prior to bleeding, and was now on heparin. His cardiac index was greater than 2.0 and he was stable. On (B)(6) 2014, it was reported that the patient's ldhs had been within normal limits, and are continuing to be monitored. The pump power was increasing gradually. There is a concern for thrombus due to increasing power; however, as of the prior week, the pump power was within normal limits with the speed of the pump.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. No further issues have been reported. The reported event could not be confirmed through this evaluation. A full evaluation of the pump could not be conducted and a root cause for the reported event could not be conclusively determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.